Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia with blood glucose in the mid-200s despite insulin on board and physical activity, changed the infusion site to a less-used area, and subsequently sought urgent care when levels continued to rise. Symptoms included hyperglycemia with associated anxiety, distress, malaise, and dry mouth. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device component, with the medical device problem remaining insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.